Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was between 400 mg/dl to 500 mg/dl. Current blood glucose level of customer was 193 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had not experienced symptom at the time of incident. Customer did allege the insulin pump was under delivering but insulin pump had passed displacement verification test. The auto mode feature was not active at time of incident. Customer was treated with insulin manual injection or insulin pen and insulin pump. There were no kink, bend or air bubble present along the tubing. Insulin pump had insulin flow block alarm in past and resolved by complete set change. The insulin pump will not be returned for analysis.